Event description:
The facility reports the certified nursing assistant attached the clips to the lift, but the left leg clip came off prior to the lift. The resident fell through before the certified nursing assistant was aware the clip came undone. The resident suffered a laceration to the back of the scalp, about 1-1.5 inches long.